Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilatation, however, during first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
(B)(6).